Manufacturer narrative:
The pod was received not deployed. The pod data shows the pod completed first prime in just 20 pulses. The pod data shows a rotational sensor malfunction consisting of false open and closes of the rotational sensor state occurred. This malfunction was replicated in the pod rerun. Upon inspection of the drive mechanism, contamination was observed on the commutator cap. The observed contamination on the commutator cap can be confirmed as the cause of the observed rotational sensor malfunction that ended the first prime early during the pod run. Because the observed rotational sensor malfunction ended first prime early, the firing flat and release bar were not in the correct position when second prime was completed, which prevented the needle mechanism from deploying. So, the observed contamination on the commutator cap can also be confirmed as the cause of the needle mechanism failing to deploy. The housing vent was observed to be damaged. The timing and cause of the damage to housing vent cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No treatment and no blood glucose levels were reported.